Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) elicited beeping tone and was found to exhibit high, out-of-range, right ventricular (rv) lead shock impedance measurement. The field representative then programmed beeping tone off on out of range shock lead impedance. Boston scientific technical services (ts) discussed single coil lead tends to trend higher impedance and suggested performing a commanded shock. The field representative stated that the patient will be monitored and wanted only to document the out-of-range impedance measurement with ts. Additional information indicated that the cause of high out-of-range shock impedance was not determined. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an in-clinic check and review of trending data for this implantable cardioverter defibrillator (ICD) found at least two high, out-of-range shock lead impedance measurements. Lead impedance had since returned to within normal limits. No oversensing was noted and the out-of-range measurements could not be recreated. A boston scientific technical services (ts) consultant discussed that the system could be monitored until measurements increased further. Ts also noted that this is likely a device-related issue. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to submit an updated conclusion code and associated manufacturer's narrative.